Event description:
Lifesite port (medial-art) switched out due to malfunction (difficult cannulation, extreme pain with cannulation) physician switching out port stated the port may have had metal in it - "like a broken off needle or something". Physician stated that he sent port to vasca for evaluation. Both lifesite catheters switched out due to recent e.coli sepis.